Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The target lesion location and lesion characteristics were not provided. The physician attempted to advance a taxus liberte paclitaxel-eluting coronary stent 3.5x24mm to the target lesion but was unable to cross the lesion. The device was withdrawn and the lesion was pre-dilated (unspecified balloon) some more. The taxus liberte was then advanced again but still would not cross the lesion. The physician noticed a stent strut was lifted. The patient condition was reported as "fine". No further information was provided.

Manufacturer narrative:
(B)(4)